Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.